Event description:
Patient presented with high lead impedance in clinic and was referred for x-rays and surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an neos= yes condition. The battery voltage was measured at 2.383 volts, and the memory locations on the generator indicated that (B)(4) of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the near-end-of-service (neos) condition is an expected event. There were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent a lead revision and the impedance was within normal limits after the revision. The explanted lead has not been received by product analysis to date.

Event description:
The patient was seen recently and presented with high impedance and notes that they are now no longer able to feel magnet stimulation. No know lead revision has occurred to date so it is expected for the high impedance to still be present.

Event description:
Product analysis was completed on the returned lead. The lead fracture allegations were confirmed in the pa lab. During the visual analysis of the 3rd portion, a coil break and breakmate were observed on the ring coil. The coil break end appears dark with some pitting, the coil break mate end also has some pitting. The break shows signs of a stress induced fracture. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the ring coil break, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
The explanted lead was received but product analysis is still underway.

Event description:
The patient underwent surgery but only the generator was replaced and high impedance was still observed. High impedance was observed in pre-op and the patient noted that they could still feel stimulation and the surgeon was not trying to do a lead revision and wanted to try replacing the generator only to see if this resolved the high impedance.

Event description:
The explanted generator was received but product analysis is still underway.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently did not note that the explanted generator had been received.